Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 1 month. The patient remains on lvad support. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2017, the patient informed the vad coordinator of experiencing a ¿mini stroke¿. The patient was instructed to go to the hospital where symptoms of difficulty finding words and difficulty with memory since (B)(6) 2017 were reported. On (B)(6) 2017, prior to the stroke, the patient¿s inr was 1.4. The patient was instructed to begin lovenox injections the following day and to increase the weekly warfarin dose. Upon admission on (B)(6) 2017, the patient¿s inr was 3.8. A non-contrast CT scan of the head revealed a small right parietal intraparenchymal hemorrhage. Etiology of the hemorrhage was unclear. Subtle left posterior temporal white matter hypodensity was also noted, also non-specific. The neurology team diagnosis was that most likely, two subacute ischemic infarcts, with one hemorrhagic conversion in the setting of a supratherapeutic inr, had occurred. Endocarditis was ruled out via transesophageal echocardiography on (B)(6) 2017. Additionally, a splenic infarct was discovered. Showering of embolic emboli was suspected. The patient was discharged with plans for repeat CT of head in 2 weeks. Inr on discharge was 2.0. The repeat CT scan of the head was performed on (B)(6) 2017. It was reported that the previously seen acute hematoma in the right centrum semiovale was almost resolved. The previously seen petechial hemorrhage in the left superior temporal gyrus secondary to an underlying acute infarct had also almost resolved. There was no new hemorrhage. A small chronic infarct in the left occipital lobe was again seen. There was no midline shift or hydrocephalus. The patient was to continue aspirin and warfarin anticoagulation with no need for further follow up. No additional information was provided.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline cut approximately 1 inch from the pump housing. Upon disassembly of the returned pump, examination of the device revealed depositions of clotted, post explant blood loosely seated in the lumen of the inlet elbow and on the body of the rotor. The depositions¿ lack of structure indicates that they formed acutely and did not likely contribute to any functional issues. Examination of the remaining pump, blood-contacting surfaces revealed no adhered thrombus formations or depositions. A correlation between the device and the reported strokes could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Corrected information: it was reported that the patient had been placed on the transplant list prior to the event and was upgraded to status 1a(b) after the stroke event.

Event description:
Additional information was received by the vad coordinator indicating that the patient was placed on the (B)(6) after the stroke event of (B)(6) 2017. The computed tomography scan of (B)(6) 2017 and the neurology follow up were negative for stroke activity. The patient received a transplant on (B)(6) 2017.